Manufacturer narrative:
Device 15 of 20. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user visually inspected the wafers and found that 20 wafers from 2 market units had an off-centered starter hole. Out of these, 12 affected wafers were used and remaining 8 affected wafers were unused. The end user experienced decreased wear time of several hours with the used wafers. Her usual wear time was 7 days. She felt that the moldable hole being off center caused the decreased wear time. There was no harm reported by the end user. No photo is available at this time.